Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok/enter button was under-responsive and that the issue resulted in under-delivery of insulin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 14-may-2019 with the following findings: during investigation, the keypad was found to be intact; no damage or peeling was observed. All of the keypad buttons responded appropriately to button presses during testing. The keypad was removed and no evidence of contamination was found on the button contacts. The pump was opened and no evidence of moisture corrosion was observed near the keypad connector. The complaint of a keypad response issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.